Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was returned and photos of the product were taken. Upon review of the sutures they do appear to have suffered a break of the blue and white suture section of the device based on the extreme uneven fraying of the strands. The evaluation of the pictures and personal inspection of the sutures confirm the complaint for broken sutures. Dimensional analysis cannot be performed due to the damage to the sutures. Device history record (DHR) was reviewed and no discrepancies were found. Review of the supplier DHR found that the product was conforming to all specifications and no scrap, process deviations, or product non-conformance were noted during review. Without being present at the time of surgery a definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent syndesmotic repair. Surgeon attempted to pull suture anchor through patient and suture broke. There were no reported complications or delays . Surgery was completed using another implant.